Event description:
Ten days post transapical tavr procedure the patient had neurological symptoms (confusion, dysarthria, and dysphagia). A brain MRI showed several small scattered dwi positive lesions consistent with small embolic infarcts, likely related to recent cardiac surgery. Per neurology, these were not enough to explain the patient¿s confusion, though may contributed slightly. The patient¿s exam was nonfocal and suspected her altered mental status was related to slow recovery from surgery. The patient was discharged the following day. The patient was discharged to (B)(6). The etiology of her altered mental status remained unclear. Her post op course was complicated by persistent alterations in mental status accompanied by multiple subacute infarcts on MRI, and may have had component of further embolic stroke. Of note, the patient has a history of chronic atrial fibrillation on chronic warfarin therapy. Thirty-one days post tavr, the patient expired. According to review of medical records, tte did not demonstrate dysfunction of the prosthetic valve, or new systolic dysfunction. The patient became hypoxic, and went into pea arrest. Discharge diagnoses included: possible metabolic encephalopathy, hypoxic respiratory failure and pea.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the patient was a (B)(6) female with a history of chronic atrial fibrillation, on chronic warfarin therapy, and had nyha class ii. Past medical history also included hypertension, and remote transient ischemic attacks (tia). The exact cause for the patient¿s multiple embolic infarcts cannot be determined; however, it is likely that the patient¿s age, gender and medical history were contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.